Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that the up and down buttons responded intermittently and customer had to hit pump in order for it to function. Call was dropped during transfer.